Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The sterling es otw 3mm x 40mm x 145cm balloon was inflated and the balloon ruptured. Lesion specifics and to what number of atms is unknown. No patient complications were reported and patient status is fine.

Manufacturer narrative:
(B)(4).investigation complete- the complaint device was not received at the complaint investigation site (cis) for analysis.review of the information available for the reported event was unable to determine an exact root cause. There was no evidence of any specification non-conformances related to the complaint device; it is likely that the device met specification but performance was limited by interaction with patient anatomy, interaction with other devices or other procedural factors.the most probable root cause was considered operational context. (B)(4)